Event description:
The customer called to report that the insulin pump was exposed to moisture, and is no longer functioning. The customer stated that she can see a black line running through the screen. Troubleshooting was performed, and the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly.